Event description:
The customer reported the 220v plug is difficult to connect and the sram battery is dead. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the 220v power plug and sram battery. System operates as intended. (B) (4).